Event description:
It was reported that the longevity of this implantable pacemaker device appeared to have decreased from 2 years in 7 months. The patient was reported to experience atrial fibrillation (af) since implant. No data analysis was performed at the time of the initial allegation. The health care professional (hcp) decided to reprogram the device and continue to monitor the patient. Two years later the longevity appeared to have decreased 2 years in 6 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Device evaluation in progress.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the longevity of this implantable pacemaker device appeared to have decreased from 2 years in 7 months. The patient was reported to experience atrial fibrillation (af) since implant. No data analysis was performed at the time of the initial allegation. The health care professional (hcp) decided to reprogram the device and continue to monitor the patient. Two years later the longevity appeared to have decreased 2 years in 6 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.